Event description:
In an article titled "kyphoplasty for the treatment of kummell's disease," 21 pts underwent kyphoplasty with modified techniques. All pts tolerated kyphoplasty well. Nineteen pts returned for their 12-month follow-up visit. The following event was reported. Cement extravasation was seen at 1 level in 1 pt in whom the cement had entered the disk space. As soon as the leakage was seen under fluoroscopy, the cement injection was stopped. No clinical symptoms were identified after kyphoplasty that might have resulted from the extravasation. No additional info was reported. Note: this article originated from china, however, kyphoplasty products are not distributed in (B)(4).

Manufacturer narrative:
Report source: article titled "kyphoplasty for the treatment of kummell's disease," by huilin yang, md, phd; minfeng gan, md; jun zou, md; xin mei, md; xiaofeng shen, md; genlin wang, md, phd; liang chen, md, phd. Medtronic spine llc was not able to confirm the bone cement used in the pts was the kyphx hv-r bone cement. Method: device not returned; followed up with author.